Manufacturer narrative:
The investigation has determined that reproducible, discordant positive vitros (B)(6) results were obtained from a single patient sample tested on a vitros eciq immunodiagnostic system. The vitros (B)(6) positive results were discordant when compared to an (B)(6) reactive result obtained from the same sample. The assignable cause of the event is unknown. An unknown sample interferent cannot be ruled out as contributing to the event. Ortho requested an aliquot of the sample be treated with a heterophilic blocking tube and retested with the (B)(6) assay and a second sample aliquot be treated with a non-specific antibody blocking tube and retested with the (B)(6) and (B)(6) assays. However, the customer has not performed this requested testing and an unknown sample interferent cannot be ruled out as contributing to the event. Based on acceptable quality control results on the date the event occurred, vitros (B)(6) reagent lot 3565 was performing as intended. An instrument related issue did not likely contribute to the event as the vitros results were reproducible and the event appears to be isolated to a single patient sample.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report reproducible, discordant positive results obtained from a patient sample using vitros immunodiagnostics products (B)(6) reagent with a vitros eciq immunodiagnostic system when compared to a reactive vitros (B)(6) result. Typically, (B)(6) would not be present when the (B)(6) test is positive. A medical consultation with an ortho medical safety officer was completed, and the medical safety officer stated that based on the vitros (B)(6) positive result, this donor was at an acute (B)(6) infection, in which case normally (B)(6) should not be positive. This indicates the vitros (B)(6) positive result is a false positive result. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. It is unknown if the discordant positive vitros (B)(6) result was reported from the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).